Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 7:58am - hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) 8:00am - 460 mg/dl. 8:02am - 187 mg/dl. 8:04am - 130 mg/dl.